Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the procedure was cancelled. Two 1.50mm rotapro was selected for use. During procedure for test period, it was noted that the first rotapro speed were jumping up and down. A second burr was used, which seemed more stable, but then speed started varying again. A hospital engineer found that the hose from the console to the cylinder was leaking air. The case was abandoned. The procedure had to be rebooked.